Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube. Unit received with broken battery cap. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window. No traces of moisture were noted at electronic or motor assemblies per visual inspection.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery cap cracked/damage. Customer's blood glucose at time of incident was 87 mg/dl. Customer stated that battery leak in pump, the cap broke off and manage to get battery out. Customer stated part of battery cap is still in battery compartment. Customer was explained pump need to be replaced.